Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the tool coupling had come off of the radiolucent drive. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a humeral diaphyseal fracture surgical procedure, it was discovered that the cone-shaped part of the radiolucent drive device came off. According to the report, when the surgeon was drilling for distal locking by using the radiolucent drive device with the expert humeral system long nail (ehn), it was observed that the cone-shaped part of device for attaching the drill bit device came off. It was reported that the drill bit device could no longer be re-attached and so the surgeon manually drilled the blade with the drill bit device to complete the procedure. There was a ten minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no adverse consequence to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly